Event description:
Cardiologist was attempting to implant amplatzer device to close hole in atrial septum. The device was delivered but then became dislodged and attempts to retrieve it were unsuccessful. Surgeon performed open heart surgery and surgically repaired hole in septum and retrieved the device.